Event description:
It was reported that the bd syringes luer-lok¿ tip bulk sterile convenience pak had visible foreign material in them. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
H.6. Investigation summary: two photos were provided. They show two syringes with silicone droplets and one syringe with a mosquito therefore both failure modes are verified. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel, however, some silicone may not be perfectly distributed. Silicone has been in use in this application for over 20 years, with estimated distribution well in excess of 25 billion units. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant.. Here are some things we have done to eliminate the finding of insects in our products: -plastic curtains are installed between packaging and assembly areas. -the manufacturing area has positive pressure. -sugary drinks are banned from the manufacturing area and surrounding areas. -standing water is prevented via our rain drainage system. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd syringes luer-lok¿ tip bulk sterile convenience pak had visible foreign material in them. There was no report of exposure, injury, or medical intervention.